Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 41 mg/dl. The customer also reported other blood glucose values such as 74 mg/dl. The customer also reported that the insulin pump had hardware low level failures. The customer was assisted with troubleshooting and able to clear and rewind the insulin pump. The customer was reported that the insulin pump passed self-test. The insulin pump will not be returned for analysis.